Manufacturer narrative:
Device technical analysis : the device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherit risk. Risk review: a risk review was completed and confirmed that the event of difficulty converting rhythm (induced) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (sicd). It was noted that the patient had a lot of adipose tissue and the physician had pulled on the tissue with his fingers trying to make it easier for tunneling. He was confident he was down to the fascia and had secured the device intramuscularly. Low voltage shock impedance (lvsi) was 145 ohms. Concern was expressed that there could still be some adipose tissue under the electrode or the device may not be sitting correctly. The patient was screened and the observation was made that the system was not in the most optimal position. The physician elected to proceed with defibrillation threshold (dft) testing. The first and second attempts failed to induce and the third attempt failed to rescue with a delivered shock of approximately 170 ohms. The device was repositioned and impedance measurements remained high, but did decrease slightly to 130 ohms before pocket closure. Some myopotential noise was observed during system optimization and x-ray review was requested. A boston scientific technical services consultant reviewed the x-rays and noted the electrode position is away from the sternum and is not down on the facia. Device repositioning may have yielded an improved impedance measurement but the electrode should be repositioned deeper to the sternum. Despite the recommendation to reposition the electrode, the physician did not want to reposition the electrode and suggested dft testing be performed again in three days. A procedure was scheduled; however, the specifics are unknown at this time. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. The system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (sicd). It was noted that the patient had a lot of adipose tissue and the physician had pulled on the tissue with his fingers trying to make it easier for tunneling. He was confident he was down to the fascia and had secured the device intramuscularly. Low voltage shock impedance (lvsi) was 145 ohms. Concern was expressed that there could still be some adipose tissue under the electrode or the device may not be sitting correctly. The patient was screened and the observation was made that the system was not in the most optimal position. The physician elected to proceed with defibrillation threshold (dft) testing. The first and second attempts failed to induce and the third attempt failed to rescue with a delivered shock of approximately 170 ohms. The device was repositioned and impedance measurements remained high, but did decrease slightly to 130 ohms before pocket closure. Some myopotential noise was observed during system optimization and x-ray review was requested. A boston scientific technical services consultant reviewed the x-rays and noted the electrode position is away from the sternum and is not down on the facia. Device repositioning may have yielded an improved impedance measurement but the electrode should be repositioned deeper to the sternum. Despite the recommendation to reposition the electrode, the physician did not want to reposition the electrode and suggested dft testing be performed again in three days. A procedure was scheduled; however, the specifics are unknown at this time. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.